Event description:
It was reported that when the customer used the jig to attach the vial, the bottom of the vial broke. Additional information was the assembly fixture used? If so, please provide material and lot number yes, a assembly fixture was used, but the material and lot number are unknown. Please provide lot number of protector -515109 unknown. Has the customer also notified the manufacturer of the drug vial? We suggested contacting the pharmaceutical manufacturer, but it is unclear whether this was actually done. The vial broke as a consequence of the customer using too much pressure when connecting the protector? That is probably the case.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
(B)(6) follow up MDR for device evaluation: no sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.